Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant new software release detected and incorrect pump model number in flash. Problem was isolated to the mother board. The device had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 136 mg/dl. The customer stated that the alarm was followed by another error alarm. He stated that he was unable to clear the alarm because the insulin pump insisted to reset with the alarms. The blood glucose reading was 126 mg/dl. Advised replacement of the insulin pump. Nothing further reported.